Event description:
It was reported that the device reached elective replacement indicator faster than expected. The physician alleged the event was due to premature battery depletion and a longevity overestimation by the merlin programmer. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.